Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws could not be opened at the 1st firing, but the device did not clamp the target tissue. The clip was fed into the jaws properly before the incident occurred. There was no unexpected resistance and unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was fired after the incident occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? After. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. The analysis results found that the device was returned in good visual condition. During the first firing sequence, the jaw got broken making the instrument non-functional. The damage jaw is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. Although the condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was overtraveled. The indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.